Manufacturer narrative:
Evaluation summary : the balloon was not returned. The catheter was broken at proximal balloon welding (127 cm from the hub) and the guide wire (gw) lumen was broken 121 cm from the hub. A flushing of the gw lumen was performed by connecting a syringe filled by water to the hub, the water goes out from the gw tube normally. A 0.014¿ gw was inserted in the hub of the catheter however passage failed due to stretching of the guide wire lumen. Evaluation, conclusion: inherent risk of procedure -vessel injury.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using an amphirion deep pta balloon catheter to treat a lesion in the right common iliac artery .the lesion exhibited plaque and little tortuosity. Artery diameter: 3.5-4.0 mm x 60mm. The amphirion deep device was inspected and prepped prior to use with no issues noted. The device was been used with a 6fr sheath and a non- medtronic guidewire (300cm). The balloon was originally chosen because of the longer shaft length. The physician advanced the device through sheath in via radial access but it did not reach and was not inflated. Then a sheath was inserted in groin and the balloon was advanced. No resistance encountered advancing the device to the lesion, no excessive force used. It was reported that after the first inflation the device was slow to deflate. First the endoflator was used to deflate the balloon but it is the physician¿s standard practice to then use a syringe to take out any existing fluid. Difficulties were encountered removing the balloon and force was required. When trying to remove through the sheath the balloon became accordioned on the shaft and then separated. The physician tried to flatten it with another non medtronic balloon and then eventually stented it in place in the common iliac / external iliac with a non-medtronic stent . Patient suffered vessel occlusion due to the device component and may need surgery; leg was swollen following procedure, possible surgical removal of balloon required.